Event description:
The customer observed bias results for nbil quality control samples. Troubleshooting determined that this event is consistent with a malfunction that could have caused a falsely elevated glucose or falsely low nbil pt result to be reported. There was no report of pt harm as a result of this event.